Event description:
The facility reported a colleague infusion pump with failure code 810:11, which may have interrupted a patient infusion. The patient was to receive an infusion of sodium chloride in the facility's ambulatory care area when the pump alarmed for failure code 810:11. The pump was swapped out and the infusion was administered on another device. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. Baxter service technicians confirmed the reported condition was caused by the pump's air in line printed circuit board being out of calibration. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4).evaluation summary:the reported condition of a colleague infusion pump which experienced failure code 810:11 during patient use was confirmed during product evaluation. This condition was caused by the pump's air in line (ail) printed circuit board (pcb) being out of calibration. The pumphead module, including the ail pcb, was replaced to correct the reported condition.